Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens remains implanted. First name: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted into the male patient's left eye there were 3 blue filaments that entered the eye with the lens. The doctor was able to remove the filaments with the irrigation/aspiration (I/a) and the surgery was completed with no extra measures taken. Further information received provided that before the lens was inserted into the eye the doctor noticed 3 blue filaments in the lens cartridge; however, the filaments did not appear to enter the eye. Account indicated that the directions for use were followed and that they have used the product before. There was no further medical or surgical intervention required, and no delay in procedure was reported. Patient did not seek medical attention. It is unknown if daily activities were significantly affected. Patient status is unknown. The iol remains implanted. No further information was provided.